Event description:
The account biomed stated that the head function ran up unintentionally when the head lockout was activated at the footboard. He indicated when the right head siderail is unplugged, the bed operates correctly.

Manufacturer narrative:
The account has not completed repairs.